Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their elecsys 2010. The patient's initial hcgb result was 46.78 iu/l accompanied by a data flag. The sample was repeated and the result was 10000 iu/l accompanied by a data flag. The sample was diluted 1:10 and the result was 53396 iu/l accompanied by a data flag. None of the results were reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number was 173268. The expiration date was requested but not provided. A definitive root cause could not be determined. It was noted the calibration signals exhibited wide differences for the cal2 signals and a new calibration was overdue. The provided quality control results were within specification and there were no reagent issues identified. It was noted the customer was not following the tube manufacturer's clotting time or centrifugation recommendations. The alarm trace showed several liquid level detection messages in the days before this event. The performance check after the event was within specification.